Event description:
It was reported that a one-link needle-free IV connector broke into pieces while disconnecting the infusing IV fluid from the patient. The reporter stated that the central line was clamped and the broken pieces of the one-link were removed from the central line catheter with ease. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the reported condition was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One used sample was received for evaluation with blood inside. Visual inspection confirmed the one-link was broken at the top. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.